Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the biometric identifier required maintenance. A technical support specialist tss logged into the station and referred to the knowledge article regarding bioid sensor failures following the rss es 1.8 lumidigm update. The tss uninstalled the existing driver and reinstalled the updated driver. After the system reboot was completed the customer was able to log in successfully. The system functioned after the technical support specialist troubleshot the device.